Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was saying insert a new battery but she had already put in three batteries. The customer's blood glucose level during the incident was 425 mg/dl. The customer treated the high blood glucose with a bolus. The customer also reported that the insulin pump's display was blank. Troubleshooting was performed. They were advised to reinsert the battery. The customer stated that they received a power loss alarm and the screen was blank. They were advised to press and hold the back button for ten seconds then reinsert the battery. The customer stated the display returned. The customer was advised to monitor the insulin pump. The device will not be returned for analysis.